Event description:
It was reported that customer had experienced high blood glucose level. The high blood glucose level of customer was 427 mg/dl. Current blood glucose level of customer was 198 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that auto mode feature was active at the time of incident. Customer allege that insulin pump was under delivering insulin. Insulin pump passed self test and displacement verification test. Customer was treated with insulin pen. Infusion set had bent cannula. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.